Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut approximately 6.5 inches from the pump housing and the severed portion of the lead, measuring approximately 31 inches in length, was also returned. Electrical continuity testing did not reveal any discontinuities or shorts on either portions of the lead. Upon removal of the metal braided shielding and bionate cover, examination of the underlying wires revealed a breach in the insulation of the orange wire approximately 2.5 inches from the pump housing, in the area of the terminus of the pump end bend relief. The conductors of the orange wire were exposed. The breach in the insulation of the orange wire appeared to be the result of abrasion from the metal shielding due to repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The disruption in the insulation of the orange wire would have allowed for interruptions in pump function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground while the system was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). (B)(4). Approximate age of device ¿ 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump alarmed with low flow and red heart alarms while it was connected to the power module. The patient presented to the hospital and was connected to the system monitor in clinic. Interrogation of the system controller history revealed pump stoppages and speed decelerations. No obvious areas of damage to the driveline were observed. The patient also experienced light headedness during the pump stoppage events. On (B)(6) 2017, the patient's pump was exchanged to a different manufacturer's device. No additional information was provided.